Event description:
The user reported that the catheter split twice (this report is for the second event) approximately six months after placement. The catheter tip was cut off and repaired. The pt was diagnosed with peritonitis, but the user was unsure if it had anything to do with the catheter repair. No harm or injury was reported. The user was unsure of the actual catalog number for the suspect device. The catalog number and implantation date provided in this report are estimates. The user did not provide a lot number, nor did they provide additional info about the second event.

Manufacturer narrative:
Device evaluation: the suspect device is not expected to be returned for evaluation. The user did not specify if this was the initial use of the device. The device history record and complaint database could not be reviewed as the user did not provide a lot number. A follow-up report will be submitted when the investigation has been completed.